Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report in b3 section. The summary that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information provided that the model number with the initial report was incorrect. The correct information has been included with this report in d4 section. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call they had to go to the emergency room on multiple occasions due to site infections and high blood glucose. The customer also mentioned different blood glucose levels in the range of 400 mg/dl to 500 mg/dl and 243 mg/dl. The customer reported the event was on (B)(6) 2018 but also mentioned they visited the emergency room as a result of the site issues on an unspecified date in 2013 and also approximately on (B)(6) 2018. The customer reported the site would be inflamed, red hot and painful. The site was opened and drained, and put on antibiotics to treat. The customer reported they had a lot of scar tissue and possible absorption issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due site infection with blood glucose of 400 mg/dl. The customer¿s other different blood glucose were in the range of 400 mg/dl to 500 mg/dl, 243 mg/dl. The customer was visit to the emergency room as result of site issue. The insulin pump will not be returned for analysis.